Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl and then went to 500 mg/dl at the time of incident and the current blood glucose level was 470 mg/dl . The customer was assisted with troubleshooting. Customer experienced symptoms such as nausea and drunk walk. The customer was treated with insulin for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose level. Customer stated that the drive support cap appears normal. Customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.